Manufacturer narrative:
After battery installation unit gave an unexpected blank or white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to verify missing segments or partial display due to display anomaly. Device received with minor scratches on case and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was 100 mg/dl at the time of the incident. The customer also stated that insulin pump was bumped and the display was solid white. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.